Event description:
It was reported that there was an over infusion of morphine while using the patient controlled analgesia pump module. There was patient involvement, but impact is unknown. Although repeatedly requested, the customer did not provide additional details.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.